Event description:
The pt had cardiovascular disease, unstable angina, mild systemic disease, hypertension, and was a smoker. This was an interventional case with placement of a drug eluting stent and coronary graft. No calcification or tortuosity was noted, but the pt has had previous procedures with possible scarring at the groin site. The initial groin stick was normal. Oozing around the 6.5f prelude sheath was noted following the procedure. The sheath was swapped out for a 7f avanti sheath. A hematoma (4 x 3 inches) noted was treated with manual compression and a femostop. There was bruising at the insertion site and the pt was kept overnight. The next morning, a pulse could be felt at the hematoma site. Doppler initially ruled out a pseudoaneurysm; however, a pseudoaneurysm (2.4 x 2.1 cm) noted later was treated with thrombin injection. The pt was discharged on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU) was reviewed. Hematoma and pseudoaneurysm are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.